Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary cook was informed of an incident involving a ngage nitinol stone extractor. It was reported that the basket could not be opened before use. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The device was returned with the handle in the closed position. The mlla (male luer lock adapter) and collet knob were tight and secure. The polyethylene terephthalate tubing [pett] measured 3 cm in length. The support sheath was severed approximately mm from the handle. Function test determined the handle does not actuate the basket formation. The device will not open because the support sheath was severed. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. The returned device was found to have the orange support sheath severed near the handle. The sheath damage prevented the basket from being opened. The cause for the sheath damage could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Occupation = non-healthcare professional, unknown. PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a ngage nitinol stone extractor basket could not be opened by the user. The user identified the malfunction upon removal from the package, prior to patient contact. The user changed to a new device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.